Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One picture was provided for evaluation. The picture was visually evaluated. According to the customer's description, the set was removed from the pump and then gravity primed. No visual evidence of bubbles was noted; therefore, the defect cannot be confirmed. While the exact root cause of this incident could not be determined, the most likely causes include incomplete priming of the IV line, infusion of cold solutions (which may exhibit air bubbles as the fluid warms), and incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): " attempted to clear alarms. Opened line from pump air bubble, nurse attending to pump more than necessary due to faulty product. Increasing nursing workload. After many alarms, blood ran by gravity as unable to use b. Braun pump due to so many alarms." No injury reported.